Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a generator change procedure. Upon interrogation prior to procedure, lead noise was noted on the right ventricular lead. There were multiple episodes of noise on the stored electrograms for ventricular high rate. The physician elected to not perform any intervention and to continue to monitor the lead. The patient was in stable condition.